Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer states x-ray unit is going off/on. Pt is on the table.